Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes black foam particulate, heated tubing and humidifier chamber. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that required intervention to prevent permanent impairment/damage, other serious or important medical events occured in section b2. After review, it was determined that all these were incorrectly selected in section b2. Nothing such has occured to the patient.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black foam particulate, heated tubing and humidifier chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrected information was provided in d9 and h3. (Previously device available for evaluation and device evaluated by manufacturer selected as yes) and in initial report h10 (additional manufacturer narrative) section checked, it should be unchecked. Section h6 updated in this report.